Manufacturer narrative:
The returned device was evaluated and the investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 520 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. Symptoms reported include vomited, nauseous, headache and the patient was pale. Once at the hospital the patient was monitored. The patient drank water and a new pod was applied. The patient was released from the hospital after 2.5 hours.